Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that when the doctor dissect the uterine artery along the uterus, there is a few bleeder. Doctor used the device to seal the bleeder with jaw closure with only advancing the blade in a half way. After sealing off, he removed the instrument from the bleeder, but the tissue stick on the jaw, when he peel off the jaw, he found the whole jaw detached and with the electrode fallen off. The whole electrode and jaw were examined, no defected part left on patient.

Manufacturer narrative:
(B)(4). Batch # p9428r. Investigation summary: the device was received with the electrode detached from the jaw and active rod, the electrode was not returned. Upon visual inspection under magnification it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. In addition, no damage to the jaw was observed. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. Due to the condition of the device, we were unable to investigate further the tissue effect issues reported. The separated electrode prevented the instrument from fully cycling open or close. This is due the interference between the blade and electrode until the electrode got detached. There is insufficient evidence related to what caused the damage on the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.